Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. It was reported that patient had an explant procedure with an aorto-bi-iliac bypass 10 months post index evar procedure due to a type ib endoleak that had been noted on the completion angiogram of the index procedure. It was noted that the main body migrated distally and was not orientated during deployment and the contralateral limb opened on the wrong side of the sac and was partially compressed by the ipsilateral limb and could not be cannulated. There was also a resultant type ia endoleak. The cause of the endoleak that led to the explant is unknown but may have been related to challenging patient anatomy. No additional clinical sequelae were reported and the patient is fine.